Event description:
On (B)(4) 2012, customer reported that the dxc 800 pro instrument had a leak from the reagent pump when the customer calibrated the creatinine module. No injuries were reported and no erroneous patient results were generated. Customer cleaned the creatinine module, flushed the reagent line, calibrated the system and ran quality controls (qc). Calibration and qc passed. No further leaks were reported.

Manufacturer narrative:
Device evaluated by manufacturer, no: customer resolved the issue. (B)(4). Other text: customer resolved the issue.